Event description:
Additional information received reported that the implantable neurostimulator (ins) was definitely overdischarged and the impedances continued. It was noted that the health care professional did not want to replace the leads on that day and decided to implant the replacement ins. It was noted that in recovery, an impedance check was performed again with the new ins and everything was fine. It was noted that impedances were fine. It was noted that no further action was taken. It was noted that the patient had good stimulation.

Event description:
It was reported that an implantable neurostimulator change out was being performed. It was noted that the previous ins ¿died¿ overdischarged because the patient had parkinson¿s and was unable to reach the battery to charge. It was noted that when doing impedances inter-operatively, the manufacturer representative reported that every impedance value was off on both leads. It was noted that the reference electrode had been changed and all impedances were off. It was noted that impedances were checked twice and different results were obtained. It was noted that the second time 3 contacts were fine. It was noted that when a trialing cable was used, some were fine and some were off. It was noted that there was no known fall or trauma. Additional information requested but was not available as of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, product type lead; product ID neu_unknown_lead, product type lead. (B)(4).

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.